Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level of 1300 mg/dl. Customer was treated with intravenous insulin drip. Customer¿s current blood glucose level was 40 mg/dl. It was unknown if the customer was using auto mode feature at the time of incidence or not. The insulin pump will not be returned for analysis.